Event description:
It is reported that the articular surface would not seat in the tibial tray. After numerous attempts at seating the surface, another surface was opened and seated immediately.

Manufacturer narrative:
Eval summary: the noted damage to the dovetail indicates that the articular surface did not fully slide under the male dovetail on the tibial plate. This typically indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been received for this product/lot combination. Eval: dimensions measured found the part to be conforming to print specifications. Visual examination identified that the dovetail feature was compressed down on one side, indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument.